Manufacturer narrative:
The customer has discarded the tip cover; therefore, the root cause of the customer reported failure mode cannot be determined since the part will not be returned for further evaluation. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci hysterectomy procedure, the tip cover accessory used with the endowrist monopolar curved scissors instrument fell into the patient. There was no indication of an adverse event since the tip cover accessory was retrieved successfully within the same surgical procedure and there was no allegation of any patient injury or harm.

Event description:
It was reported that during a da vinci hysterectomy procedure, the tip cover accessory used with the endowrist monopolar curved scissors (mcs) instrument fell into the patient. The surgeon was able to retrieve it and there was no patient injury, harm, or adverse event. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the mcs instrument got stuck in the patient side manipulator (psm) during the surgical procedure and they were not able to remove the instrument. The site used the emergency release wrench and was able to successfully able to remove the instrument; however, they noticed that the tip cover was missing. The surgeon located the tip cover immediately inside the patient and was able to retrieve it within the same procedure with another endowrist prograsp instrument. No additional surgical procedures and post-operative tests were required. After the tip cover was removed, the surgical procedure was completed without any issues. The customer stated that the tip cover was installed as per instructions, was inspected prior to use, and no damage was noted. Customer indicated that the tip cover has been discarded; hence it will not be returned for further evaluation.

Manufacturer narrative:
On 03/02/2016, intuitive surgical, inc. (Isi) received additional information from the robotic coordinator. She confirmed that the cannula was inspected prior to use and there was no issue with it. She does not clearly recall inspecting the tip cover after it was retrieved; however, she does not remember it being stretched or torn, which could have indicated over installation.